Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during set up, the tip of the healicoil dilator´s tap was bent and while attempting to straighten it with the mosquito, the tip ultimately snapped off. There was no delay reported and a smith and nephew back up device was available. There was no patient involvement.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The device shows definite wear from use, the laser etchings are legible. The distal tip has been broken off. There was a relationship found between the device and the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.